Manufacturer narrative:
Other relevant device(s) are: etlw1616c124ej sn (B)(4), expiration date: 2016-05-13, (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an 64.7mm diameter abdominal aortic aneurysm. The aortic neck was 34mm in length, 23.4x20.7, 29.5, 29.7x28.9mmm in diameter from proximal to distal. It was reported that a CT showed aneurysm expansion from an unknown cause. It was also noted that the physician assumed that the aneurysm expansion was caused by a suture hole in the stent graft, because endothelialization of the stent graft did not occur as it should at the site of endoleak. The physician also speculated a decrease in the patient¿s blood platelet count also contributed to the event. The decision was made to partially explant the stent graft and implant a blood vessel prosthesis by open repair (laparotomy). It is reported that both of ¿clotting¿ and ¿endothelialization¿ only occurred for the main body and ispi limb and did not occur for the contra limb. It is reported that there is type iii fabric endoleak coming from a suture hole which should have clotted and also the suture hole should have been endothelialized. Regarding the ¿endothelialization¿, the different phenomenon in the contra limb occurred in the same body of a patient, the blood condition including platelet should be the same. The physician stated the cause of the event is due to the type iii endoleak. No additional clinical sequelae were reported and the patient will be monitored by their physician.

Manufacturer narrative:
Additional information: another manufacturer's stent was implanted during the index procedure for reinforcement of the ipsilateral limb. The patient did not experience any other issues post implant. Another manufacturer's coil was implanted to coil a branched vessel from the common iliac artery. Evaluation summary: the exact cause of the reported aaa expansion could not be determined from the returned devices and limited clinical information provided. Films were not available for return. Lack of pre-implant films did not allow for a complete assessment of the patient¿s anatomy at implant, and the angiograms during implant were also not available to help assess the blood flow dynamics. No films were available post-implant; therefore, the in-vivo configuration during the implant duration is unknown. Other than the fabric transection cuts occurring during stent graft excision, no other stent graft integrity issues were seen, and no enlarged suture holes were observed on any of the components. Although some blood seepage was observed coming from the suture holes of the contra limb during the laparotomy, this sighting does not necessarily confirm that there was a clinically active type iii fabric endoleak coming from this location in-vivo. Removal of thrombus surrounding the devices, stent graft manipulation, heparin or other blood thinning conditions, may have also contributed to the blood seen oozing through the suture holes during the laparotomy. Since the stent graft was only partially explanted, it is possible that the source of the aaa expansion may have been from a section of the device that was not returned for analysis, or not seen in the returned laparotomy video. The ¿as received¿ observation of the ipsilateral limb revealed substantial intraluminal tissue/clotted blood along the length of the ID; however, little tissue/blood was observed within the returned section of the contra limb. Lack of angiograms and CT¿s films did not allow for any assessment of stent graft intraluminal tissue/thrombus and flow dynamics during the implant duration; therefore, the reason why thrombus was seen within the ipsi limb and not in the contra limb could not be explained. The most likely cause would be due to differences in blood flow dynamics between the left and right side. For example, flow restrictions within the ipsi limb due to stent graft kinking/compression, or a patient condition such as poor distal runoff on right side, may have contributed to the thrombus formation seen within the right limb. The returned case planning drawing revealed that the right limb appeared slightly compressed (wavy) against the right wall of the aaa in several locations, possibly due to placement into the pre-existing aaa thrombus. Also, during implant of the endurant stent graft system a luminex bare stent was implanted for reinforcement of the ipsilateral limb. These are possible indications that may explain why the right/ipsi limb may have been more prone to thrombus; as compared to the contra limb. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected information: sex, no eval explain code. If information is provided in the future, a supplemental report will be issued.